Event description:
Additional information was received from patient. Caller called back stated that they received the replacement controller and recharger. Caller also mentioned that they need assistance setting it up and the controller is in a different language. Agent walked the caller to setup the controller and change the language back to english. Caller confirmed 100% on the controller and 50% on the implant with excellent recharging. Agent advised the caller that controller is now working as intended and call us back if they need further assistance. Representative stated they do not recall/remember about the issue being notified to them.

Manufacturer narrative:
B5: section updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was pt says they having been having charging for "probably about 6 months" and today they started seeing the system problem rm-06 code. They said they think they might have seen it once before as well. They said they talked to a rep about this awhile ago and they had them reset controller "but it doesn't always help". They said they made rep aware of this last year. They said recharger (rtm) gets very warm and says its "very soft where it goes into the paddle". They said there is a mark on the cord "but its not going all the way through". They said controller port looks darkened out. The issue was not resolved. A replacement recharger telemetry module (rtm) and controller were sent out. No symptoms were reported.

Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n (B)(6). Analysis found "no device found". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.